Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse removed and replaced all the bio-chem pinch valve tubing to correct a drain failure. The fse discovered a small clot in the drain line going through valve number fourteen and indicated this to the customer. The fse completed service and returned the unit to operation. The operator did not wear appropriate personal protective equipment (ppe). The operator reviewed the material safety data sheet (msds). As per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer alleged while observing the field service engineer (fse) service the coulter act diff analyzer, she was splashed in the eye with liquid from one of the tubes that drains the baths, during tube removal. The operator was wearing lab coat and gloves. Eye protection was not worn. The fse was not aware of the incident at the time of service until the customer reported it three days later. The operator did not seek medical attention. As of (B)(4) 2009, the operator stated to be doing well and has experienced no ill effects.